Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) replaced due to erosion. It was added that this patient is a transgender patient. No additional information was reported.